Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify displayable history crc check failed on startup alarm due to blank display. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the blank display has recurred and a steady tone. Blood glucose level at the time of the incident was 111 mg/dl. Troubleshooting was done and was advised to revert to backup plan per health care professional's instructions. The insulin pump will be returned for analysis.